Event description:
It was reported that the ilet user filled the infusion set tubing with insulin while still connected to the body, resulting in an unintended delivery of approximately 2.1 units the agent advised disconnecting before completing the sequence and then reconnecting after selecting yes to finish, and provided education on proper tubing fill to prevent recurrence. No reported adverse clinical effects, and the user¿s blood glucose was 101 mg/dl with continued self-monitoring for potential hypoglycemia. Outcomes included no alerts or alarms, no hospitalization, and successful troubleshooting and education. Investigation included customer interview and product-use review. Investigation of this case revealed user error related to infusion set and cartridge handling during tubing fill while connected, with the device operating as designed and no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique.